Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. If additional information is received regarding this event, a supplemental report will be submitted. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred, the tip of the guide wire became detached and the patient expired. Following treatment of a lesion in the left anterior descending artery (lad), the crown of the oad became stuck in the lesion. A perforation was noted and when the device was removed, the tip of the guide wire was noted to be missing. It was reported that the patient expired. Additional information has been requested but has not been received.

Manufacturer narrative:
The reported guide wire was received for analysis. The guide wire spring tip was observed to be detached and was not received with the guide wire for analysis. The guide wire core appeared deformed near the fracture site. Scanning electron microscopy was performed and revealed torsional stresses and a small kink near the fracture. At the conclusion of the device analysis investigation, the reported guide wire fracture was confirmed. However, as the spring tip was not returned, the exact cause of the fracture was unable to be determined. The reports of perforation, oad stalling and becoming stuck in the lesion and patient death were unable to be confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred, the tip of the guide wire became detached and the patient expired. Following treatment of a lesion in the left anterior descending artery (lad), the crown of the oad stalled and became stuck in the lesion. A perforation was noted and when the device was removed, the tip of the guide wire was noted to be missing. The perforation and critical patient condition were treated during the procedure, however it was reported that the patient expired two days following the procedure.